Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch #475d34. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload present. The reload was received completely disassembled with the washer, anvil, pin and all components detached. Also there were no staples present and the washer was completely cut. Upon visual inspection of the cartridge, the staples vision system was present confirming the presence of staples. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The event reported could not be confirmed since the washer was completely cut and the reload returned fully fired and the vision system checkpoint was present. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 475d34, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. D4: batch # 475d34. Investigation summary . The product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload present. The reload was received completely disassembled with the washer, anvil, pin and all components detached. Also there were no staples present and the washer was completely cut. Upon visual inspection of the cartridge, the vision system witness mark was present on the reload indicating that the reload was inspected for staple presence by an automated vision system. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The event reported could not be confirmed since the washer was completely cut and the reload returned fully fired and the vision system witness mark was present. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review. A manufacturing record evaluation was performed for the finished device batch number 475d34, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2025. Additional information was requested, and the following was obtained: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure the contour stapler did cut, but did not staple. No staples were visible after firing, or in the device after inspection.

Manufacturer narrative:
(B)(4). Date sent 10/2/2025. D4 batch # unk. B3: only event year known: 2025. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.